Event description:
Caller states that the pt tested 4.5 inr and 2.8 inr during duplicate testing. As a result of the device readings, a lab was drawn and returned as 4.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.